Manufacturer narrative:
As reported, the 6/7f mynx control vascular closure device (vcd) sealant unsheathed when the device was inserted into the sheath. Manual compression for 30 minutes was used to achieve hemostasis. There was no patient injury reported. The device is expected to be returned for analysis. The deployer was trained in mynx. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The procedure was an interventional peripheral case. The procedure used a retrograde approach. The patient had a history of peripheral vascular disease (pvd). The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of pvd/calcium in the vicinity of the puncture site. The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly). The device was removed from the package as per IFU. The patient was not hospitalized nor was patient hospitalization extended as a result of the event. The patient¿s outcome was recovered. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and the sealant outer sleeve assembly was observed without damage. The procedure sheath was not returned with the device. Functional testing was performed on the received device per the mynx instructions for use (IFU). The investigator was able to completely depress the button and lock it in place. The button deployment felt normal and the investigator did not experience any unusual forces or resistance. No issues were noted with respect to sealant deployment during failure investigation. Visual inspection at high magnification found that the sealant outer sleeve at the distal end of the catheter was free of damage. A product history record (phr) review of lot f1919601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature in patient¿ was not confirmed through analysis of the returned device since no anomalies were noted. The condition of the returned device did not match the description, and the exact cause of the issue experienced could not be conclusively determined through analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since the returned device showed no damages to the distal end of the sealant sleeves, and no premature deployment of the sealant was noted. It should be noted that the mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlap outer sleeves. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The event date is not known. A review of the manufacturing documentation associated with lot f1919601 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6/7f mynx control vascular closure device (vcd) sealant unsheathed when the device was inserted into the sheath. Manual compression for 30 minutes was used to achieve hemostasis. There was no patient injury reported. The device is expected to be returned for analysis. The deployer was trained in mynx. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The procedure was an interventional peripheral case. The procedure used a retrograde approach. The patient had a history of peripheral vascular disease (pvd). The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of pvd/calcium in the vicinity of the puncture site. The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly). The device was removed from the package as per IFU. The patient was not hospitalized nor was patient hospitalization extended as a result of the event. The patient¿s outcome was recovered.